Event description:
Based on info reported to davol: on (B)(6) 2012: it was alleged when a case of x-stream irrigation kits were received, one had packaging that was cracked around the edge, exposing the product. The sterility of the product was compromised due to this opening. There was no pt involvement. Due to the reported sterility breach, this MDR is being submitted.

Manufacturer narrative:
It was alleged that when a case of x-stream irrigation kits was received, one had packaging that was cracked around the edge, exposing the product. The sterility of the product was compromised due to this opening. The device was returned and visual exam confirmed that the unit had a cracked blister tray. The blister packaging seal was found to be completely intact and not compromised. A review of the device history record for this production lot found no mfg discrepancies. Our investigation determined that it is possible that an event of this nature could occur if the devices received some significant impact during the shipping process. The damage that occurred to the blisters is a clear breach of the sterile barrier; however, this damage is highly evident to the user. The IFU cautions that product is sterile unless package is damaged or open.